Event description:
It was reported to nova biomedical that a consumer received a blood glucose reading of 193 mg/dl on his blood glucose meter and a reading of 93 mg/dl on his health care provider's blood glucose meter within a ten minute time period. No decision to treat was reported on the allegedly faulty meter. The difference in the readings was determined to be clinically significant. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.